Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in (B)(4) reported issues with the spectrum ii suture hook, medium crescent, item # c6370, sn# (B)(4). It was reported only that the "axial part has broken during the surgery". Additional information obtained indicates that during a "slap" procedure on an unknown date, the hook (axial) of the c6370 broke off. It was during the start of suture passing, after being used once, that the device possibly hit the patient's bone, stopped opening and the hook of the c6370 connected to the shaft broke off. The broken hook was removed immediately by using grasping instrument. The doctor used a c6369 alternate device to successfully complete the procedure with no delay. It was confirmed that there was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported customer complaint of the axial part broken during the surgery was confirmed. A visual examination of the returned used device, item c6370, found suture hook broken off at the tip. The broken piece was returned as well. An examination was performed per design print and found no issues with the weld process. The damaged condition of the returned suture hook is indicative of heavy use and/or the application of excessive force during use. Device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 13 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). Avoid lateral stresses to the instruments or device function may be compromised. If the hook or needle bends during use, immediately discontinue use and discard. The suture hook is a limited reuse device and should only be used up to 5 procedures. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedure per limited reuse suture hook.. This issue will continue to be monitored through the complaint system to assure patient safety.